Event description:
Seven or eight years following intraocular lens (iol) surgery, a consumer reports intermittent cloudy vision, tearing and itching over the last few months. Additional information has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicated the product met release criteria. There have been no other complaints received in the lot number. Additional information was requested by fax and mail on 08/29/2008 and by phone on 08/29/2008, 09/05/2008 and 09/10/2008. A completed questionnaire has not been received.